Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved. Continuous beep heard. Pad-pak removed and replaced, green status indicator now showing.

Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). The history log for the device showed the device was first installed on (B)(6) 2014 and performed to specification up to and including the last log entry, prior to receipt at heartsine, on (B)(6) 2016. The returned pad-pak was inserted into the device and the device passed a self-test. No warnings were given at shutdown and the status led continued to flash green. The device was tested and delivered a test shock without fault. An acceptable measurement for the test shock was recorded. The device powered off normally without any warnings and a flashing green status led. The device was disassembled for investigation and no fault was found. The device history log was intact and verified that it had successfully performed each weekly auto self-test from installation up to and including the last log entry. There is no evidence within the history log of the device failing a self-test. The device performed to specification throughout the history log and during testing at heartsine.